Event description:
Information received from the field notes that the lead eroded through the skin. The patient had twiddler's syndrome. The lead was capped and the pulse generator was moved to the other side.